Event description:
On (B)(6) 2021 family reported the position of device has changed from above to under the helix pushing on the skin. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing moved from its intended position. A revision surgery to re-position the device was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
On (B)(6) 2021, family reported the position of device has changed from above to under the helix pushing on the skin. The mother reported that the implant had continued to move and the distance between the implant and the earlobe has become smaller than the body of the pen. Revision surgery to reposition the implant was performed successfully on (B)(6) 2022.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing moved from its intended position. A revision surgery to re-position the device was performed successfully. In the post-operative period of the revision surgery an inflamed seroma formation on the surgical incision was observed. Conservative treatment combined with several surgical debridement procedures could not solve the issue, finally leading to device explantation. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. This is a final report.

Event description:
On 26-sep-2021 family reported the position of device has changed from above to under the helix pushing on the skin. There was no report of an accident/trauma or similar events by the family. The mother reported that the implant had continued to move and the distance between the implant and the earlobe had become smaller than the body of the pen. Reportedly, hearing performance with the device was never affected. Revision surgery to reposition the implant was performed successfully on (B)(6) 2022.

Event description:
On (B)(6) 2021 family reported the position of device has changed from above to under the helix pushing on the skin. The mother reported that the implant had continued to move and the distance between the implant and the earlobe had become smaller than the body of the pen. Reportedly, hearing performance with the device was never affected. Revision surgery to reposition the implant was performed successfully on (B)(6) 2022. Per information received on 23-jan-2023, there was redness, swelling and pain at the implant site which started around (B)(6) 2023 and the usage of a headband was recommended. Also, the prescribed medication did not provide any improvement. As the swelling was still present it was decided to perform revision surgery for drainage of the fluid underneath the scalp on (B)(6) 2023. Should the infection remain or return, the device should be removed.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing moved from its intended position. A revision surgery to re-position the device was performed successfully. However, 3 months later the recipient reported redness, swelling and pain at the implant site. As per the surgeon, the revision surgeries could have caused the swelling. Another revision surgery to drain the fluid is planned.